Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately four months ago, due to charge time (CT). It was noted that the physician wished to wait one more week to replace the device. Technical services (ts) recommended replacement and discussed that it was outside of labeling to wait longer than 3 months to replace. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion.